Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was above 500mg/dl. Customer administered a manual injection to address their bg level. The customer continued to use the pump for insulin therapy.